Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a stored episode of signal artifact monitor (sam) during a dual arrythmia. Technical services (ts) reviewed device episode data and found that this was caused by oversensing of respiratory rate trend (rrt) artifact on the right atrial (ra) lead channel. The presenting electrogram (egm) and most recent lead measurements were normal. No adverse patient effects were reported. Currently, this crt-d system remains in service.